Manufacturer narrative:
Multiple requests for further information have been made. Allergan has received no response from the authors. Article citation: "minimally invasive combined glaucoma and cataract surgery: clinical results of the smallest ab interno gel stent." Gregorio, alessandra de; pedrotti, emilio; russo, luisa; morselli, simonetta, international ophthalmology (29/may/2017): 1-6. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
In the article, "minimally invasive combined glaucoma and cataract surgery: clinical results of the smallest ab interno gel stent." International ophthalmology (29/may/2017): 1-6, the authors describe the event of 1 eye experienced postoperative ocular complication, specified as device obstruction. Side unknown.